Event description:
It is reported that the patient had an adverse tissue reaction caused by trunnion corrosion of the stem and head causing metallic debris. It is unknown if the patient has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.